Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor had seized, was jammed, and was heavy moving. It was noted that the trigger was blocked, and the motor was blocked. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism function, air hose coupling assessment, air leak, function of soft mode switch (safety system), triggers tor forward / reverse mode, untrue running, excessive noise, and starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the trigger of the compact air drive device was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.